Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. The device meets its specifications. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit had an unspecified flow rate and volume issue. The event occurred during maintenance/service. There were no reports of patient involvement.